Event description:
The pt underwent a cervical laminoplasty at in 2006. Symptoms of infection developed four days later, and the pt was placed on antibiotics, cefaprim, levaquin, and the wound site was cultured. The infection ultimately caused the pt to be readmitted for irrigation and debridement. Current status is stable with neck pain; pt has returned to work. No tissue was explanted. See reports 3001236616-2007-0013, 3001236616-2007-0014, and 3001236616-2007-0015.

Manufacturer narrative:
Since we were unable to obtain specific info from the user facility for several months, our report was delayed in filing until april.